Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the electrode ceramic separate or break off? // separated. Did the I blade get damaged or break off? // I blade was separated from the jaws. Is the jaw damaged but not broken off? / jaws were separated and broken off. Is the top jaw loose but not detached? // top jaw got separated from I blade. Is the top jaw ptc material damaged? / no. Is the black ptc in the upper jaw detached? / no. Is the top jaw broken off the of the device? // both of the jaws were separated from each other. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic colon surgery, the jaws were broken during use. Fragments were generated but they were easily removed without additional intervention. The procedure was completed successfully. There were no patient consequences.